Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of initial procedure? What instruments were used to grasp the needle? What tissue was being sutured when the event ( needle breakage) occurred? Was the x-ray performed to locate the needle piece? What is the size of the needle piece retained? If the needle piece is retained, where is the located/in what structure? Was the needle piece removed or is it planned to be removed? If yes, please provide details. What is the patient¿s current status? What is the patient age, gender, weight and medical history? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the head of the needle broke on the tissue. The wire was changed but the head part of the needle was not retrieved and remained in the patient. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 07/29/2020. Additional information: d4, d8, h4, h6. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Corrected information: g1. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.